Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a ''vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. The driveline extension cable is designed to only be used during the pre-implant wet test to keep the non-sterile controller isolated from the sterile field. The driveline extension cable is not intended to be used after the pump is implanted in the patient. The instructions for use (IFU) caution the user that an audible click should be heard when connecting the driveline to the controller or driveline extension. Failure to secure the connection may cause an electrical fault. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that after the wet test was performed on the pump, watts remained less than 3 for 60 seconds. The hvad was implanted and turned on at 1800rpm. As soon as the pump was started there was a"vad stop" alarm which self resolved within 1 second. The extension cable was in use with all connections tight, speed 1800rpm, flow 0.5, power 1.2 , and still on bypass. The pump was stopped and restarted again in the procedure without further alarms. The driveline extension cable was removed prior to the patient going to ICU without any issues.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed a vad disconnect alarm recorded on 14:32:06 at (B)(6) 2016 confirming the reported event. The alarm was resolved 1 second later at 14:32:07 followed by a motor start event recorded at 14:32:14. 3 low flow alarms were recorded beginning 14:32:22. A second motor start event was recorded at 14:49:10 followed by a low flow alarm at 14:49:15. Another vad disconnect alarm was recorded at 17:25:50 likely due to the implanting site removing the driveline extension cable. One last motor start event was recorded at 17:25:59. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported vad stopped alarm is a driveline disconnection due to an intermittent connection between the driveline/driveline extension cable and controller. The most likely root cause of the reported vad stopped alarm is a driveline disconnection due to an intermittent connection between the driveline/driveline extension cable and controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.